Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient fell and caused lead migration. The patient reported that she fell 3 times last winter, 2015. The patient was seen by the health care provider on (B)(6) and he told her that the leads had migrated. The revision has not occurred and it is not scheduled because the patient is waiting for new MRI compatible leads to come out in march. The patient reported frequent reprogramming due to lack of coverage. This was considered a sudden change in therapy. Additional information has been requested regarding actions/interventions taken to resolve the lead migration, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Upon review of the file, the notify date was actually (B)(6) 2016.

Event description:
Additional information received from the manufacturer's representative (rep) reported that due to therapy/coverage issues and stimulation in the wrong location the lead was going to be revised.